Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2005:the patient presented with following pre-op diagnoses: status post attempted instrumentation and fusion, lumbar spine with pseudoarthrosis present, with previous operated levels l4-5 and l5-s1. Epidural fibrosis, lumbar spine. Tethered cord syndrome. Low back pain and lower extremity radiculopathy. The patient underwent following procedures: bilateral, posterolateral, arthrodesis (fusion) at the l5-s1 level. Revision bilateral posterior micro decompression at the l5-s1 level. Bilateral, posterior, segmental, transpedicular titanium instrumentation, l4-5 and s1. Posterior exploration of fusion at the l4-5 level. Bone-marrow aspirate, right posterior ilium, through a separate approach with transplantation in posterior lumbar spine. Posterior hardware removal, l4, l5. Per op-notes, ".. Partial hardware removal was completed at the l4-5 level. At the l4-5 segment, surgeon proceeded to perform a tethered cord release with dural incision, cord release with use of dissecting microscope and subsequent closure. Exploration of fusion demonstrated pseudoarthrosis at the l5-s1 level. A bilateral posterolateral arthrodesis was performed at l5-s1. This consisted of local graft, together with demineralized bone matrix, together with bone morphogenic protein soaked in collagenous sponges and a bilateral posterolateral arthrodesis at the l5-s1 was completed. Patient tolerated the procedure well without any intraoperative complications".

Event description:
It was reported that the patient underwent a an l5-s1 fusion surgery utilizing a posterior/posterolateral approach and by implanting rhbmp-2/acs with titanium instrumentation, bone marrow aspirate, and autograft. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".